Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full system level testing without duplicating any malfunction to the device. Review of the device log confirmed the pads were coming off and on during the patient event, resulting in pads/paddle fault. The log also showed rapid defib cable ID changes occurring simultaneously with the pads off/on connection issues. The connection issues appear to be from either a poor connection between the pads and the patient or between the cable and the device. There does not appear to be enough evidence to determine that the pads/paddles fault was a result of a device malfunction. The log showed once the pads were adjusted the device was able to pick up a solid pads rhythm when the device detected the patient's ECG. The defib receptacle and multifunction cable were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.